Event description:
The free flow protection was reported to not work properly found during routine testing in biomed. The biomed stated the procedure for testing for free flow protection is to disconnect the pump, if it drips at all, the pump fails. The biomed did not specify if the pump dripped a little or if the pump actually did free-flow during this test. However, upon testing the pump at the baxter service facility, it was noted the door did not open fully causing the free-flow protection to not fully engage. There is potential for the pump to free-flow when the door is open if the roller clamp is not closed as a precaution. No adverse outcome resulted.